Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragm stimulation of all four vectors of the left ventricular lead, unable to be programmed around. The physician stated that wither coronary sinus anatomy that this was the only vessel available. The lead was capped on (B)(6) 2020, and the patient was implanted with an epicardial lead. The patient was stable.